Event description:
It was reported via repair work order that the entire unit had no power due to main power cord power prong was bent and it was also reported that the auxiliary power cord ground prong was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.